Event description:
A healthcare professional reported that during flap creation, difficulty was encountered in releasing the side cuts, as the flap separation was not optimal in the left eye of a patient, as usual the surgeon utilized a manual surgical tool to complete the side-cut opening during refractive surgery. Subsequent patients were treated without issue; however, the surgeon had to apply increased pressure on the eye to achieve an optimal result. There are multiple related reports for this event. This report addresses the patient initial's (B)(6) in the left eye and other manufacturer reports will be filed. No further information is available at the time of this report.

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.11. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event. The device was successfully verified prior to the day of event. Most recent onsite visit from field service engineer performed and signed service installation record. System meets specifications as per service installation record. The review of logfile for the day of treatment shows all laser system functions were within specifications. The reported treatment could be identified in the logfile. The treatment of the patient's left eye was finished successfully without any technical issue. The thickness of the flap was thinner than the recommended flap thickness. No technical root cause could be identified during logfile review. The system was working within specification. Statement from device technical department: we analyzed the logfiles and can see no technical indication for this issue. The laser head output energy is stable for the treatments and there are no other technical issues we can see. Everything is in specs and works as we expect. Information from local field service engineer: "after changing the parameters of the surgeries the customer called me this afternoon, and all the surgeries done this morning were successfully done. No bridge at all and the flaps have been lifted easily. No part is expected to be returned to device for evaluation. No on-site visit by a field service engineer was identified in relation to the reported issue. No root cause for the reported event could be determined, as the device was found to meet specifications. The manufacturer internal reference number is: (B)(4).